Manufacturer narrative:
Based on the information provided, the tissue samples exhibiting sub-optimal tissue processing are derived from the "factory 2hr xylene standard" protocol comprising 63 cassettes, which started in retort a at 17:45pm on (B)(6) 2018 and completed at 03:29am on (B)(6) 2018. No error codes were recorded during execution of the "factory 2hr xylene standard" protocol started in retort a at 17:45pm on (B)(6) 2018. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 2hr xylene standard" protocol started in retort a at 17:45pm on (B)(6) 2018, from which sub-optimal processing was reported by the complainant. Based on the information identified during the site visit by a leica representative to provide applications support, it was determined that the root cause of the sub-optimal tissue processing reported by the complainant was use of a protocol of inappropriate duration for the size of the tissue samples being processed. Specifically, the "factory 2hr xylene standard" protocol had been used to process large tissue samples in retort a rather than an eight (8) hour protocol. Section 8.2.1 of the leica peloris/peloris ll tissue processor user manual tabulates the recommended protocol duration for maximum tissue dimensions and different specimen types.

Event description:
On (B)(6) 2018, leica biosystems received a complaint regarding underprocessed tissue from an overnight processing run in retort a, which comprised 63 blocks. The complainant advised that the affected tissue samples were re-processed. On 03 december 2018, a leica field support specialist (fss) visited the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. While identifying the processing run from which sub-optimal tissue processing had been reported by the complainant, it was discovered that the "factory 2hr xylene standard" protocol had been used to process large tissue samples in retort a when the correct protocol duration should have been eight (8) hours based on the size of the tissue samples involved. On (B)(6) 2018, leica biosystems received information that all tissue samples which exhibited sub-optimal processing were diagnosable. (This information was received by lbs melbourne on (B)(6) 2018).